Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue was unable to be replicated. The manufacturer representative tested the motion batteries as well as the uninterruptible power supply (ups) battery with no issues found. All the wiring was inspected on the system and charging system and no issues were found. The manufacturer representative indicated this would be monitored for future issues or possible user error. The system performed as intended and passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the mobile viewing system (mvs) does not hold charge when it is unplugged. There was no patient involvement.